Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing into the pyxis. The technical support specialist (tss) verified the server, identified an upload delay on the station and ran a critical override and able to synchronize down. The tss also identified that the messages crossing the interface were current, and purge activity was disrupting accurate message status updates. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it new orders were not crossing into pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d concomitant med prod data.

Event description:
It was reported that when using the bd pyxis¿ es server, it new orders were not crossing into pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, it new orders were not crossing into pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.